Event description:
It was reported that the side rail would not latch/lock in the middle position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.